Event description:
While doing a tonsillectomy the physician noticed an arc of electricity pass between the suction cautery tip and the hemostat which ignited the insulated tip of the suction cautery.